Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation, a faradrive steerable sheath was selected for use. During the procedure, the syringe broke inside the side port of the sheath. Multiple attempts were made to remove broken portion from the port, however, the broken piece was lodged in the port and could not be retrieved. Thus, a new sheath was opened and used to continue the case. No patient complications were reported. The device is not expected to be returned for analysis as it was disposed.

Manufacturer narrative:
Device technical analysis the faradrive sheath was not returned for analysis as it was disposed; therefore, a technical analysis of the complaint device could not be completed. An image of the sheath batch number was provided, however, this did not provide evidence to confirm the device allegation. Device history record review it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use (IFU). Review of the IFU confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review a risk review performed for the faradrive device confirmed that the event of bond/material failure of the device during device manipulation is a known event defined in the product risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the faradrive device is acceptable. Investigation conclusion based on the available information, boston scientifics investigation findings were unable to establish a clear conclusion about the cause of the reported event. The device met all requirements prior to being approved for final distribution/sale and there was no evidence to suggest that the instructions for use (IFU) was not followed.

Event description:
It was reported that during a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation, a faradrive steerable sheath was selected for use. During the procedure, the syringe broke inside the side port of the sheath. Multiple attempts were made to remove broken portion from the port, however, the broken piece was lodged in the port and could not be retrieved. Thus, a new sheath was opened and used to continue the case. No patient complications were reported. The device is not expected to be returned for analysis as it was disposed. It was further confirmed that the flow of events went as follows: during the pulmonary vein isolation procedure, a syringe was connected to the side flush port of the faradrive sheath. While being used for flushing, the syringe tip broke off inside the side port. Multiple attempts were made to retrieve the broken portion; however, the piece remained lodged in the port and could not be removed. The sheath was then exchanged for a new one to continue the procedure. No air was observed in the sheath at any time during the procedure. No leak was noted. No bubbles were observed in the flushing line, sheath shaft, aspiration syringe, or elsewhere. No air was seen in the patient.

Event description:
It was reported that during a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation, a faradrive steerable sheath was selected for use. During the procedure, the syringe broke inside the side port of the sheath. Multiple attempts were made to remove broken portion from the port, however, the broken piece was lodged in the port and could not be retrieved. Thus, a new sheath was opened and used to continue the case. No patient complications were reported. The device is not expected to be returned for analysis as it was disposed. It was further confirmed that the flow of events went as follows: during the pulmonary vein isolation procedure, a syringe was connected to the side flush port of the faradrive sheath. While being used for flushing, the syringe tip broke off inside the side port. Multiple attempts were made to retrieve the broken portion; however, the piece remained lodged in the port and could not be removed. The sheath was then exchanged for a new one to continue the procedure. No air was observed in the sheath at any time during the procedure. No leak was noted. No bubbles were observed in the flushing line, sheath shaft, aspiration syringe, or elsewhere. No air was seen in the patient.

Manufacturer narrative:
B5: describe event or problem- updated. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.